Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer stated she was sick two weeks prior to being hospitalized. Her blood glucose during the hospitalization was over 600mg/dl. She reported leg pain. She had an infection in her body; blood cells, stomach, gall bladder and upper respiratory infection. The customer had a sinus infection and then got a respiratory infection. She took a bolus. The current blood glucose was 464mg/dl. She had dka nausea, vomiting, gallbladder, colon swollen and pneumonia. Prior to paramedics arriving, customer was unable to walk, had dry mouth, chest pain and hard time breathing. The customer had an insulin drip for two days and sent home with levaquin. She was not wearing the insulin pump at the time of hospitalization. She was off the insulin pump for two days. She is drinking propel. She stated the insulin pump was not the issue for the dka, the site had come off and she declined troubleshooting.

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 600 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and infection. Customer reported that insulin pump came off causing insulin to elevate. Customer received assistance in programming insulin pump as requested.

Manufacturer narrative:
The product information has been updated and was not included with the initial report. The information has been provided with this reportupdated informaiton was received that was not included with the initial report. The information had been provided with this report.